Event description:
During the cochlear implant surgery. Nrt could not be obtained on this pt's device. Upon circuits were detected on 10 electrodes in the operating room. The surgeon elected to leave the device in place. At initial activation, four additional electrodes were open circuits. Explantation and reimplantation surgery took place in 2005.